Manufacturer narrative:
(B) (4). Results: stroke.

Event description:
One endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid lcx. At 1 month, 6 month and 1 year follow-up's patient was asymptomatic / free of symptoms. It is reported that an ischemic stroke occurred approximately 13 months following index procedure. It was reported that a 2-3 hour history of right sided weakness with dysphasia and dysarthria occurred. CT scan of the head confirmed subacute stroke. There was no evidence of acute hemorrhage. Investigator has indicated that the event was not related to the study stent. It was reported that the event was not life threatening.